Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a ¿connect cgm or enter bg¿ message and experienced signal loss while using a dexcom g7; the user toggled between dexcom g6 and g7 and reentered pairing code 0775, after which the sensor showed pairing, and blood glucose was 56 mg/dl on waking and later 128 mg/dl. Symptoms included weakness associated with hypoglycemia. Outcomes included self-treatment with approximately 3 ounces of orange juice, receipt of low glucose alerts, no need for assistance, and no medical intervention or hospitalization. Investigation included user troubleshooting to re-pair the cgm sensor. Investigation of this case revealed a temporary loss of cgm connectivity that resolved after re-pairing, with no device damage reported and no further malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was transient communication disruption attributable to signal loss.